Manufacturer narrative:
D3 - postal code, h3, h6: updated. The suspect product was returned for evaluation. The lot history review was performed, and it was confirmed that there were no previous conformities noted. Image revealed that the sample was received new, with its original packaging in a plastic bag. Functional test was performed to check for any leakage in the product. However, there are no such leakages observed. The allegation made by the complainant could not be confirmed and the probable root cause of the event could not be identified.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there were two incidents with leaks with a cadd high volume admin set tubing. The customer stated there was no delay in therapy, but there was an adverse event. There was unknown reported patient involvement.